Manufacturer narrative:
The initial MDR 2432235-2023-00002 was filed on 10-jan-2023. Additional information (13-feb-2023): siemens reviewed the available information and determined the cause of the falsely high high-sensitivity troponin I (tnih) test result is unknown. Pre-analytical sample handling issues are potential causes of the event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
One falsely high high-sensitivity troponin I (tnih) test result was obtained for one patient sample on an atellica im 1600 analyzer. The customer indicated the sample type was serum and that testing was performed on the primary tube. The pre-analytical conditions and storage were according to the handling and storage information provided by the manufacturer. Siemens is investigating the issue.

Event description:
One falsely high high-sensitivity troponin I (tnih) test result was obtained for one patient sample on an atellica im 1600 analyzer. The discordant result was reported to the physician and questioned. The same sample was repeated on an alternate atellica im 1600 analyzer and the repeat result was reported as the corrected result to the physician. A second sample was provided by the patient and the sample was tested on the alternate atellica im 1600 analyzer. The test result from the second sample was in agreement with the repeat result from the first sample. There are no known reports of patient intervention or adverse health consequences due to the falsely high tnih result.